Manufacturer narrative:
(B)(4) ¿ follow up MDR for device evaluation. Four photos of a 1ml luer-lok syringe were received by bd. A quality engineer was able to review the photos from lot #9273173 regarding item #309628. All four images show a loose syringe filled with an unknown clear fluid. Two of the images show the syringe lying next to an unknown medicine vial with one being a close-up shot. The reported defect cannot be observed in either of these two photos provided. The next two images from different angles each show a close-up of an unknown clear particulate inside the fluid path. The condition observed is non-conforming per product specification. Potential root cause for the foreign matter fluid path defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided batch number 9273173 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringe contained foreign matter. The following information was provided by the initial reporter: "after drawing up the medication from the vial the hcp noticed an opaque, cloudy artifact floating in the solution inside of the syringe. " the reporter confirmed they were able to use another vial for the patient¿s dose. The reporter confirmed they have the vial for return. The reporter did not have the original carton at the time of the report and was not able to provide a gtin or sn number. 1. Could you provide a photograph that includes the lot number? Yes. A. If yes, would you please send it to (B)(6). 2. Were non-supplied components used in preparing/administering the dose? Yes. A. If yes, what was used? (Brand & item #) bd syringe. 3. Was the supplied 19g filter needle used to withdraw the dose? Yes. 4. Was the tamper evident seal present on the carton? Yes. 5. Was the tamper evident seal intact when the product carton was received? Yes. 6. Was the shipping container damaged? No. A. If yes, what part of the shipping container was damaged? 7. Was the product carton damaged? No. A. If yes, what part of the carton was damaged? 8. Which component contains the foreign matter: syringe. A. Vial location: b. Syringe location: in the barrel ¿ on the solution side of the plunger. C. Filter needle location: d. Injection needle location: e. Carton location: 9. When was the foreign matter noticed: after the dose was withdrawn 10. Can you describe the foreign matter in terms of shape/color/size? "Opaque artifact, a cloudy piece" 11. Does the foreign matter appear to be free-floating or fixed to the component? Floating 12. Describe any methods used to clean the vial or components? Alcohol swab on the vial before drawing up the medication. 13. Was the vial upright or inverted during the withdrawal? Inverted 14. Was the dose prepared in advance? No a. If yes, how was it stored before administering?